Event description:
In 2008, the sales representative reported that during a thoracolumbar procedure the surgeon tried to thread the driver onto two closure tops and the threads would not engage. The surgeon used the other driver that was in the kit to finish the case as intended. The malfunction has resulted in an adverse event in the past. There was no report of surgical delay or pt injury.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.